Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The pump also passed, tone test and vibration test on self test. No audio/vibrate/absence of alarm anomalies noted, during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, sensor error alert or lost sensor alert noted. The high alert was set at 230 mg/dl. The pump's "alert on high" alert with audio tones functions properly, during testing. No audio/vibrate/absence of alarm anomalies noted, during testing. The following were noted, during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. Please see below for the first 10 boluses listed on the event date 17-may-2024, in the pump history file. 05/17/2024, 00:01:33.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 4000 (0.4 u), bolus amount delivered: 4000 (0.4 u). 05/17/2024, 00:06:23.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 05/17/2024, 00:11:19.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 05/17/2024, 00:16:21.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 05/17/2024, 00:21:19.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 05/17/2024, 00:26:25.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 2000 (0.2 u), bolus amount delivered: 2000 (0.2 u). 05/17/2024, 00:31:21.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 05/17/2024, 00:36:23.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 05/17/2024, 00:41:21.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 05/17/2024, 00:46:23.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). Please see below for the daily total of all insulin delivered on the event date 17-may-2024, in the pump history file. 05/18/2024, 00:00:00.000, daily totals g670 (63): daily total collection starttime: 05/17/2024, 00:00:00.000: daily total of all insulin delivered: 287000 (28.7 u), daily total of basal insulin delivered: 65000 (6.5 u), daily total of bolus insulin delivered: 222000 (22.2 u). There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date 17-may-2024, in the pump history file. Please see below, for the pump error(s)/alarm(s) noted, 1 week prior to the event date 17-may-2024, in the pump history file. 05/11/2024, 12:58:42.000, alarm alert notification (40): fault number: sensor error alert (801). 05/11/2024, 13:33:40.000, alarm alert notification (40): fault number: sensor error alert (801). 05/11/2024, 14:33:40.000, alarm alert notification (40): fault number: sensor error alert (801). 05/11/2024, 15:05:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 05/11/2024, 15:21:00.000, alarm alert notification (40): fault number: lost sensor 2 alert (781). 05/11/2024, 16:16:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 05/17/2024, 20:59:19.000, alarm alert notification (40): fault number: no delivery (7), during bolus. 05/17/2024, 21:02:16.000, alarm alert notification (40): fault number: no delivery (7), during bolus. 05/17/2024, 21:07:34.000, alarm alert notification (40): fault number: no delivery (7), during bolus. 05/17/2024 22:51:14.000 alarm alert notification (40): fault number: no delivery (7), during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, sensor error alert or lost sensor alert noted. No unexpected insulin flow blocked alarm/no delivery alarm noted, during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Sensor error alert (801): not confirmed. Lost sensor alert: not confirmed. No delivery (7) alarm: not confirmed. The pump passed, the functional testing, including tone test and vibration test on self test. Unable to confirm, alleged high bgs/dka (hyperglycemia). Possible under delivery anomaly not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration. The pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode anomaly noted. The pump's "alert on high" alert with audio tones functions properly, during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 300 mg/dl. The customer reported symptoms like hyperglycemia, malaise, diabetic ketoacidosis treated with manual injection/insulin pen, hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported that the pump did not give alerts and did not give autocorrections. Customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.